Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). Additionally, to provide an update with information received through follow up (b5). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the mechanism causing the reported event (detachment of the radiopaque tip) might be the following: 1) the inductor tip was bent, when the inductor was inserted. 2) the inductor joint was caught on the radiopaque tip. 3) the inductor was pushed and pulled, while the inductor joint was caught on the radiopaque tip or the guide sheath was pulled in the pulling direction. 4) the radiopaque tip was pushed and pulled, while it was caught on the inductor, causing the radiopaque tip position to be dislocated. 5) the radiopaque tip was displaced at an angle to the tube. Therefore, when the inductor or instruments were extended, they caught on the radiopaque tip and fell off. Additionally, it is possible, the distal end of the tube was collapsed. And some type of force was applied to the distal end of the tube and the radiopaque tip. This caused the radiopaque tip to detach from the tube. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use which state: "do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage and could damage the endoscope and/or instrument". "While, the ultrasound probe or endotherapy is inserted into the guide sheath, do not force the endoscope or guide sheath. Doing so, could result in bending or breaking of endotherapy and/or ultrasound probe". "Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so, could damage the endoscope and/or instrument". "Do not withdraw the endotherapy from the guide sheath, if resistance to withdrawal is encountered. Reduce the angualtion of the endoscope and withdraw the endotherapy and the guide sheath together from the endoscope". "If excessive resistance makes withdrawal difficult, adjust the angulation of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope and/or instrument". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported, there were no complications from the foreign body being left inside the patient. The attempt to retrieve the fallen chip was endoscopically. And it was during, the same endoscopic bronchial ultrasound (ebus) using a guide sheath procedure. There are no plans to remove the subject device at this time.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic bronchial ultrasound using a guide sheath, the opaque tip of the subject device fell into the lungs and was left inside the body. The tip was attempted to be removed endoscopically but it could not be collected. It was noted that there were no sharp edges to the fallen piece. The procedure was completed using the same set of equipment. The device was inspected prior to use without any issues noted. There were no reports of further patient harm.